Event description:
It was reported that bd sharps coll next gen 5.4qt clear 20/pack was not received. The customer received the wrong product with the correct label. The following information was provided by the initial reporter: it was reported by the medical professional, the wrong product was received.   Verbatim: customer received wrong item with correct item # label. They order clear container and received 2 cases of the same size red container.

Manufacturer narrative:
H6: investigation summary: according with this investigation and the information provided from the customer a different product (collector) was sent to end user. It is possible that during startup, a complete line clearance was skipped, the product was mixed at the time of start of production (manufacturing process) and during the labeling process it was not detected that different pieces were packed. The result of this investigation is that the mixed component issue is related to the manufacturing process. A DHR review could not be performed since lot number information was not received, the complaint information only contains the family product and item. However, a review of the ncmr¿s was performed; the result showed there were no issues reported for mixed component for the same part number (305551) throughout the previous twelve months. Potential root causes include 1. Scrap material from the previous order was not collected at the end of the shift. 2. During the cleaning of the starting line, the material was not collected due to a change of order. 3. Incorrect packaging process when starting the product line the supplier updated production line with directions to remove all scrap material from previous orders during production. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sharps coll next gen 5.4qt clear 20/pack was not received. The customer received the wrong product with the correct label. The following information was provided by the initial reporter: it was reported by the medical professional, the wrong product was received.   Customer received wrong item with correct item # label. They order clear container and received 2 cases of the same size red container.